Manufacturer narrative:
The field service technician (fst) evaluated the device and found that the yoke of the light head was damaged. Additionally,the device was directly involved with the reported incident however was not being used for treatment or diagnosis of the patient when the event occurred. The fst order a new yoke for the lighthead to repair the device. The investigation is on-going and the result will be included in a follow-up report.

Event description:
The customer reported that when the surgeon tried to move the cupola, he injured his shoulder. No patient involvement reported. (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of the legal manufacturer of the device maquet sas, parc de limère, avenue de la pomme de pi orléans cedex 2, france 45074 exemption # e2018005. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact person: (B)(4). Maquet evaluated the complaint and found that the rotation issue on the dual fork mecanical connection is probably due to an overtightening of the locknut. In volista series operating manual, it recommends to "check that the intermediate fork rotates smoothly and does not drift", on a daliy basis.

Event description:
Manufacturer reference #: (B)(4).